Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue of the battery not charging was verified; however, the alleged low blood glucose issue could not be verified.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. Reportedly the customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.